Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer whether their blood glucose exceeded 500 mg/dl. The customer planned to continue using the current pump until it stopped working and would reach out to a healthcare provider in absence of a backup. Technical support confirmed the shipping address and instructed the customer on how to store the pump before returning it, providing a return box and prepaid label. The customer was advised on the steps to take upon receiving the replacement pump, and a new pump was sent.